Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause is unknown. (B)(4).

Event description:
Medtronic (covidien) received report that a patient experienced left-side paralysis, speech problems, and stroke one day after undergoing pipeline flex treatment of a large aneurysm in the middle cerebral artery (mca) that extended into the terminus. The pipeline flex was implanted across the aneurysm neck without issue. Angiography result post-procedure was good and did not show any in-stent thrombosis. Later that night, the patient experienced left-side paralysis and speech problems and was diagnosed with a stroke. The physician reported that the patient has underlying plaque disease in internal carotid and posterior cerebral arteries; showering of these plaques caused an m1 segment mca stroke. Two weeks post-procedure, the patient was noted to be vastly improving in rehabilitation; near full recovery is expected.